Event description:
It was reported to boston scientific corporation that a dreamwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the physician was backloading a rx biliary stent system onto a dreamwire guidewire but faced difficulty fitting the stent delivery system onto the dreamwire. This event caused the coating of the dreamwire to peel from the core wire, but the core wire stayed intact. When deployment of the stent was attempted, the jacket of the dreamwire severed and pulled apart. The dreamwire coating bunched up inside the deployment system of the plastic stent and prohibited deployment. No fragments of the coating fell into the patient and the procedure was completed with another rx biliary stent system and another dreamwire with no complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B)(4).the device has been received but not evaluated by manufacturer, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
Device evaluation: the returned device was received still lodged inside the stent delivery system of the microvasive rapid exchange, biliary stent system. The polytetrafluoroethylene (ptfe) coating of the wire was found peeled and corrugated exposing the inner wire from 91 to 106cm from proximal end. The migrated coating accumulated inside the guide catheter assembly of the delivery system; the wire could not be retrieved from it since there is no clearance between the two. Some more damage to the coating was noticed at the distal side of the device at approximately 25.4cm from the dream end. The outer diameter (od) of the wire was and it is within od specifications. Based on the information provided and the condition of the returned device it is probable that the difficulty encountered by the physician during insertion of the guidewire into the delivery system may have cause the damage; therefore, "operational context" is the selected code for this event. The direction for use (dfu) for the stent delivery system states: "if resistance is met during the procedure, do not advance the guidewire or the microvasive rapid exchange "biliary stent system without first determining the cause of resistance and taking remedial action".

Event description:
It was reported to boston scientific corporation that a dreamwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the physician was backloading a rx biliary stent system onto a dreamwire guidewire but faced difficulty fitting the stent delivery system onto the dreamwire. This event caused the coating of the dreamwire to peel from the core wire, but the core wire stayed intact. When deployment of the stent was attempted, the jacket of the dreamwire severed and pulled apart. The dreamwire coating bunched up inside the deployment system of the plastic stent and prohibited deployment. No fragments of the coating fell into the patient and the procedure was completed with another rx biliary stent system and another dreamwire with no complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.